Event description:
The surgeon reported a thermal injury. The surgeon stated that during cataract surgery, he noticed the incision area had fish mouthed due to the burn. The wound was sutured closed with one stitch. The pt is doing fine. Additional info received from the nurse states the surgeon noted the handpiece must have been partially occluded before surgery. The nurse stated the system was tested prior to surgery and the handpiece primed and tuned with no problems or system messages. An occlusion system message was heard when the event occurred and chamber instability was noted with the chamber not recovering. A new phaco tip and handpiece were used to complete the case.

Manufacturer narrative:
The company service rep examined the system, and the handpiece for occlusions or clogging, but there were no problems found. Then the system was tested and it met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.